Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate root cause analysis: could not duplicate service actions performed: unit inspected internally and externally, could not re-create customers specified fault. The unit has been thoroughly cleaned and tested as per sav003, passed all tests within manufacturers specifications. Details can be found in the attached service report. This serialized device was manufactured prior to kimball, therefore a DHR review cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep spoke with the customer's theatre manager to obtain more information on the reported device. The device was used on a patient during a subacromial decompression procedure. The customer did not think the procedure was extended more than 30 mins. But could not be 100% sure. The customer did say that there were no adverse patient consequences since no patient incidence forms had been received by them. Check unit: faulty. Add'l info pressure issue:faulty ¿ too much fluid pressure . Add'l info from the sales rep.